Manufacturer narrative:
Patient information: no information was provided. Report source: 3m was notified of this event via FDA sus voluntary event report mw5092206. 3m has made multiple attempts to obtain further information on this reported event. No sample was returned for evaluation. Without the sample or product photos, 3m is unable to verify exact leakage location. Root cause of reported issue was not established. Based on the information provided,the probable cause of the leak is due to solvent bond failure. Corrective action has been issued to address solvent bond leaks. 3m will continue to monitor.

Event description:
A hospital employee reported via a FDA sus voluntary event report that a patient was in need of an emergent blood transfusion on (B)(6) 2020. A 3m¿ ranger¿ high flow disposable set (model 24355) was used. A unit of non-screened blood reportedly hung in the rapid transfuser. The line was then flushed with normal saline. The employee alleged that when starting blood pressure, the tubing broke where it meets the filter. Blood reportedly poured onto the floor. No harmful exposure to blood was specified. No patient or staff injury was specified. Patient's current condition is unknown.